Event description:
Patient under-going a right shoulder exam under anesthesia, arthroscopy, biceps tenodesis, subacromial decompression and a double-row rotator cuff repair when the tip of the scorpion suture passer broke off and was retained in the right shoulder.

Event description:
Patient under-going a right shoulder exam under anesthesia, arthroscopy, biceps tenodesis, subacromial decompression and a double-row rotator cuff repair when the tip of the scorpion suture passer broke off and was retained in the right shoulder.